Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. The patient was treated with vancomycin for the event. It was not reported if the patient was hospitalized for the event. The patient outcome was reported as "fine". Pd therapy was ongoing. No additional information is available.